Manufacturer narrative:
The fat dept received part from the supplier. The supplier evaluation states that perform visual check and no abnormalities found. The board was re-tested at fct and it was passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "fiber optic sensor failure". A getinge field service engineer (fse) had evaluated the unit and it was being found that the users surfaced a "fiber optic sensor" failure while conducting the therapy on patient. Than the users had swapped out console in order to continue the treatment without any issues. (B)(6) is the local point of contact, (B)(6). Than the fse had reported during the onsite on (B)(6) 2023 from which it was being unable to replicate the user complaint. Than successfully completed a simulated treatment with testing catheter and trainer on unit upon initial testing without issue. Than it was being identified a long listing of codes 53 fos continuous bit failed in the logs attached for the reference on 14-jan-2023 other than that everything was functional with subject unit. Than the fse had replaced the cable, fiber optic jumper , assy, fiber optic , rohs fiber optic module and fiber optic jumper cable, as a precaution. Than after the replacement the unit was being calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. There was patient involvement but no harm reported.the failure analysis and testing department received the following parts associated with this complaint: fiso fiber optic jumper (qty.(B)(4), n/a fiber optic module (qty(B)(4). These parts were received with a reported unit failure message of failed fiber optic module.performed visual inspection of both parts received and parts looks to be in good condition.installed the fiber optic module and fiber optic jumper into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r.the failure analysis and testing department could not verify the failure of failing fiber optic module and jumper.fiber optic module and jumper passed testing.sending following fiber optic module to supplier as per procedure 0002-07-d008 rev an. Pn: 0992-00-1017 sn: (B)(6), pn: 0670-00-1160 sn: (B)(6). Retaining fiber optic jumper pn: 0012-00-1808 sn: (B)(6) in the fat dept. As per procedure 0002-07-d008 rev an.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.